Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Review of the device history reports for p/n 03.114.010, lot 7520022, showed no nonconformances generated during production. Review of the dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, two stardrive screwdrivers were discovered stripped. The surgeon was performing an open reduction internal fixation procedure, while attempting to insert the first screws into the plate, the surgeon was unable to use the first screwdriver, he then attempted to use a second screwdriver and was unable to use that one, the surgeon used the third screwdriver and surgery was successfully completed. There was a 15-30 minute delay in surgery. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: two parts of the stardrive screwdriver shaft, t4, 66mm (part number 03.114.010, lot number 7520021 and 7520022) was returned without the holding sleeve due to stripping. The parts were observed to have damage to the tip. The tip has been twisted axially slightly against the direction of tightening. The relevant drawings were reviewed for conformance. The drawings confirm that the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The blades were confirmed to be fabricated from 465 ss per astm f899/a564. The dimensions, materials, and finishing processes are appropriate for the design of a robust stardrive screwdriver at the time of manufacture. The preliminary root cause was determined to be that the tool failure was by design to protect the patient. The tool functioned exactly as intended, and protected the patients when excessive torque was applied. If corrective and/or preventative action were taken to strengthen the screwdriver, and thus prevent screwdriver failure, without further evaluation of tool design and field use, this may have an adverse impact on patient safety during tool use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.